Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Manufacturing date unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and it delayed the surgery by less than one hour. It was reported that the surgeon was unable to pass registration. The site completed the surgery without he use of the navigation device and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information: a manufacturer representative (rep) present at the site was able to diagnose the issue after reviewing the system registration. The initialization bar was not completed in order to get a passing registration. This was due to not covering enough surface area and t racing too many of the same points on the face. A short in-service was given to the surgeon and staff and the problem has not recurred since. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and it delayed the surgery by less than one hour. It was reported that the surgeon was unable to pass registration. The site completed the surgery without he use of the navigation device and there was no impact on patient outcome.